Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The instrument was also found to have a loose grip cable at the idler pulley. Additionally, the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.56 mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, the force bipolar instrument's jaws stayed clamped down on the suture when the surgeon was sewing in mesh. The surgeon was unable to release the suture after several tries. The customer attempted to use the instrument release key (irk) to open the instrument's jaws but was unsuccessful. The customer then noticed that the cables were loose at the instrument's jaws. The surgeon was able to cut the suture off, but the jaws were tilted and would not come out of the trocar. The surgeon used an unspecified instrument to straighten the tip of the force bipolar instrument in order to remove the device out of the patient safely. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no error code generated when the event occurred. The target tissue was peritoneum. No tissue removal was required as a result of the customer reported issue. No abnormalities were noticed with the instrument before the incident occurred. There were no instrument collisions. The size of the port incision was increased as a result of the event.